Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection found the lead was returned missing the distal silicone tip, which was torn off of the lead likely during the explant procedure, as it could have possibly got caught in a constricted area and was pulled with greater force than the lead could withstand. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Unintended user error was likely the potential cause of the silicone tip separation. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations of loss of capture and high pacing threshold measurements, as normal lead measurements were identified and no evidence of compromised conductors was found. At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report will be updated at that time.

Event description:
It was reported that a day after implant, this left ventricular (lv) lead exhibited loss of capture and high pacing threshold measurements. A revision procedure was performed, and the physician noticed that a small piece of the electrode end of the lead had become loose. Consequently, the lead was explanted and replaced. No additional adverse patient effects were reported. The lead was returned for analysis.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report will be updated at that time.

Event description:
It was reported that a day after implant, this left ventricular (lv) lead exhibited loss of capture and high pacing threshold measurements. A revision procedure was performed, and the physician noticed that a small piece of the electrode end of the lead had become loose. Consequently, the lead was explanted and replaced. No additional adverse patient effects were reported. The lead is expected to be returned for analysis.